Manufacturer narrative:
B4:(B)(6) 2021. The authorized service personnel(asp) reported that the customer reported problem was duplicated. The blower was replaced to address the reported issue.

Manufacturer narrative:
It was reported that the device was in clinical use at the time of the event. There was no delay in therapy, and the patient was transferred to a different ventilator. No patient or user harm reported.

Event description:
The customer reported that the temperature is too high. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on patient , but there was no patient harm reported.